Manufacturer narrative:
The customer called to request parts information. No device evaluation was requested.

Event description:
It was reported to philips that the device had no display. The device was not in use on a patient.